Event description:
It was reported that out of box, the silver metal housing was observed to not be attached to the black sureform 60 stapler reload. No report of patient involvement or no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 reload was returned unused and unfired. It was not returned with an instrument. A visual inspection displayed signs of physical damage to the pushers and the cover. The reload was found with damage to the pushers. Some of the pushers were missing and not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to a component susceptibility damage.